Event description:
The device was used during an unspecified procedure. Reportedly, bleeding occurred. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.